Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened/used enlite sensors were inspected and tested. One sensor failed due low readings and the other passed per specifications with accurate readings.

Event description:
Customer reported getting inaccurate sensor readings. Customer reported that the sensor gave her a low blood glucose level reading when she was not actually low. Customer also reported receiving a calibration error. Customer stated that she received a bad sensor alert, also. Blood glucose level at the time of the call was not provided. No further information was provided.